Event description:
It was reported that there were telemetry or interrogation issues. When the patient attempted to adjust stimulation, an error screen appeared and the patient was unable to control the implantable neurostimulator (ins). From a photograph of the screen, it appeared to be an ¿ins in the box¿ error. There were no patient symptoms or complications associated with the event. The patient status at the time of the report was alive with no injury. (B)(4).

Manufacturer narrative:
(B)(4).